Manufacturer narrative:
An event regarding seating/locking issues involving a unitrax head was reported. The event was not confirmed. Method & results: -device evaluation and results: according to the functional test the event could not be confirmed. The functional test confirmed that the impacted head on to the sleeve that was assembled on the stem; it locked and could not be removed. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed or duplicated as device locked as specified on the surgical protocol.

Event description:
It was reported that surgeon was doing a right hemi arthroplasty and the unipolar taper head did not lock on the stem. Surgeon switched to a 28mm c-taper head and the c-taper head fit correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was doing a right hemi arthroplasty and the unipolar taper head did not lock on the stem. Surgeon switched to a 28mm c-taper head and the c-taper head fit correctly.